Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: persona natural tibial trabecular metal two-peg porous fixed, item # 42530007102 lot # 62495339. Persona bearing item # unknown lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01199; 0001822565-2019-01201. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent total knee arthroplasty and subsequently five years later the patient is scheduled for a revision due to allegations of pain, swelling, and trouble walking. No revision procedure has been reported to date.